Event description:
As reported: the aneurysm was located at the patient¿s c6 segment. After the flow diverter stent was removed from its protective sheath, a partial in vitro deployment test showed the stent opened properly. Following saline flushing, the stent was delivered via a microcatheter to the m1 segment position for deployment. During stent repositioning, when stent was in the microcatheter, significant resistance was encountered. The stent was unable to be resheathed into the microcatheter, further adjustment attempts revealed that the stent had become detached unexpectedly inside the microcatheter. To prevent the stent from falling off during direct full retraction of the microcatheter, the stent was deployed at a non-lesional site. A new fred stent was then used as a replacement. In vitro propulsion and hydration tests of the new stent showed satisfactory performance. The stent was subsequently deployed and expanded smoothly in vivo with an excellent deployment result, and the surgery was completed successfully. Patient is normal.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.